Manufacturer narrative:
The device was manufactured between 22sep2020 and 23sep2020. Two hundred thirty-one (231) devices were retained by the customer and the device was evaluated by an independent laboratory. It was further reported, the particulate matter was stated to be paper in 51 bags; paper and styrene in 25 bags; polycarbonate and styrene in 106 bags; styrene in 12 bags and styrofoam and styrene in 37 bags; however, the condition could not be confirmed nor refuted. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported particulate matter (pm) was observed in two hundred thirty-one (231) exactamix 250ml eva tpn (total parenteral nutrition) bags. The events occurred after the bags were filled (post-compounding) with an unspecified volume of fentanyl and bupivacaine in 106 bags; fentanyl citrate in 106 bags and norepinephrine bitartrate in 19 bags. The pm was identified by the customer as paper in 51 bags; paper and styrene in 25 bags; polycarbonate and styrene in 106 bags; styrene in 12 bags and styrofoam and styrene in 37 bags. There was no patient involvement. No additional information is available.